Event description:
This pt was involved in an auto accident in 12/97 in which she sustained a right ankle fracture. She had an open reduction internal fixation at that time. She has had chronic pain and increasing deformity of the right ankle in recent months. X-ray confirmed broken plates and she was admitted for removal of hardware and bone grafting for non-union of the right ankle.